Manufacturer narrative:
Stored data was reviewed by technical services and the only data provided is from a latitude transmission on the day of implant. Lead measurements from that day are stable and within range. No alerts, fault codes or error messages were recorded and there are no stored episodes. Presenting electrograms demonstrates ap/ rvp/lvp at the programmed lower rate limit of 70 bpm. Due to the limited implant duration, there is no additional data for review. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this family member contacted boston scientific's technical services on (B)(6) 2018 to report that this patient died 6-days following the (B)(6) implant of this device. The patient had been discharged the same day as the implant procedure. That evening, the patient took nitroglycerin due to chest pain. The family member commented that the device was making "some kind of movement", but was not shocking his heart". Additionally, the family member reported that "the device was faulty and did not shock". The family member mentioned some "small shock at his shoulder". The physician was not contacted at that time and the patient's symptoms continued for several days. It appears that the patient refused to have paramedics contacted as the patient thought that the device would deliver shock therapy. Subsequently, emergency medical services was contacted and upon arrival, the patient was deceased. The physician was contacted by the family member; however, specific information about what happened was not available. The technical services consultant recommended that the family member contact both the device-following and the referring physicians to review any data that may have been transmitted as the patient was enrolled in the latitude patient monitoring system. The technical services consultant was informed that the device had been buried with the patient. Stored data from this patient latitude system was reviewed and showed only one device interrogation (patient initiated interrogation) occurred on (B)(6) 2018. There had been no data uploads received after (B)(6) 2018.